Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient mentioned they noticed 3-4 weeks ago their current ins moves around a little bit. No symptoms reported.  [See related pe 702715879 regarding second ins popping out.

Manufacturer narrative:
Product ID wr9220 lot# serial# (B)(6) implanted: explanted: product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient was seeing a recharger not found message. The patient said the recharger would not connect to the handset no matter what they do. They have had similar issues in the past and have reset the recharger before. The following troubleshooting steps were performed; reset the recharger. After resetting the recharger the recharger and handset connected and the patient was able to connect to the ins. The patient reported that the last seven months they have not been able to hear the recharger and had to look at the light. When asked for the date the patient said they started seeing the recharger not found screen about three months ago. The patient said the ins is not lying flat. It takes them two hours to charge the ins. They are not able to use the belt and it is painful to hold the recharger. They can't feel their arm by the time they are done charging the ins. Patient said the device is helping their symptoms. They went from cathing 10-12 times a day down to cathing four times a day and urinating on their own like normal. See related pe documented in this file for the report of patient said they had the previous device "redone" five times in the past because the ins kept coming out of the pocket. They said one time the ins literally fell out of their body and the patient ended up in the ER. The patient's relevant medical history included rheumatoid arthritis, interstitial cystitis, mixed connective tissue disease, spectrum of auto immune diseases and in pain all the time.